Manufacturer narrative:
H3: the revision reported may have been the result of acetabular cup loosening that occurred over approximately 9 years and 10 months of use. The patient involved in this case meets the following risk criteria for early wear as specified in the hhe: implanted with a lateralized liner. However, no wear was reported in this case. The acetabular cup loosening may have been the result of an insufficient bond between the acetabular cup and the acetabular bone. However, this cannot be confirmed from the reported information and the devices were not available for evaluation.

Event description:
As reported, the patient had an initial left tha on (B)(6) 2013. The patient was revised on (B)(6) 2023. Acetabular components were loose. All components were removed and competitor acetabular components were implanted. Replaced original exactech hip head with revision sleeve and head. The patient was stable at the conclusion of the case. There was no reported breakage of a device or surgical delay/prolongation. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. D10: 120-65-25 - bone screw 6.5mm dia x 25mm long 2575509. 120-65-35 - bone screw 6.5mm dia x 35mm long 2056060. 136-36-53 - nv gxl lnr, +5lat, 36mm g3-56/58mm cups 2461811. 160-31-14 - pf spline plasma w/ha ext offset sz 14 2181254. 142-36-00 - cocr fem head 36mm +0 offset 12/14 2629381. H7: z-2128-2021.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of acetabular cup loosening that occurred over approximately 9 years and 10 months of use. The patient involved in this case meets the following risk criteria for early wear as specified in the hhe: implanted with a lateralized liner. However, no wear was reported in this case. The acetabular cup loosening may have been the result of an insufficient bond between the acetabular cup and the acetabular bone. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.